Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). A correction bolus and manual injection were delivered to address bg levels. Reportedly, contact thinks elevated levels may be attributed to hormones. Recommendation was made to consult with their health care provider to discuss diabetes management.